Event description:
It was reported that the patient had an unwitnessed fall at home in the evening of (B)(6) 2022 due to a loss of consciousness. The patient lost consciousness due to hypotension, which was possibly due to anemia with position changes. The patient was admitted and found to be anemic. Review of the patient's log files showed low flow events on (B)(6) 2022 which were associated with pulsatility index (pi) events. The low flow events resolved. The patient would receive packed red blood cells if their hemoglobin fell below 7.0. The patient's aspirin was decreased and diuretics were withheld. The patient was given an anticoagulation drip due to a low international normalized ratio (inr). The pump's speed would be decreased if needed. The patient would be discharged to a skilled facility.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The submitted system controller event log file contained data from (B)(6) 2022. Three low flow events were observed on (B)(6) 2022 that did not result in any alarms. The pump appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No further related events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the driveline were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27 jul 2017. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also provides an explanation of all pump parameters, including flow. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.